Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while placing the vasoview hemopro 2 into port the plastic end piece of the cannula broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Specs of blood was observed on the plastic c-ring and the shaft of the cannula. Upon observation, the blunt tip of the cannula was broken off. The blunt tip remained on the wiring/plastic of the c-ring. There were no missing components observed on the c-ring. During visual inspection using a microscope, the plastic c-ring on the cannula was observed to be intact. No other defect were observed to the device. No other defect were observed to the device. Based on the condition of the device as returned, we were able to confirm the reported failure mode for ¿break¿. The DHR for the sub-assembly was reviewed and there were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while placing the vasoview hemopro 2 into port the plastic end piece of the cannula broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.